Event description:
Report received of an over-delivery of heparin. The pump was programmed to deliver heparin, 50 units/ml, at 16 ml/hour. The bag of heparin was hung at 2:00 pm on 4/1/2002. At 10:00 pm, it was noted that approximatedly 175 ml was remaining in the bag. At 6:00 am on the day of the event the bag was empty. The customer reported that the bag of heparin should have lasted for greater than 24 hours. The pump reportedly displayed the correct amount of medication that should have been delivered in that time period, although too much heparin was gone from the IV bag. The patient's ptt level was reported to be greater than 2 minutes. The heparin was discontinued. The patient's ptt levels were monitored until 3:oo pm, when they were reported to be within normal limits. The patient was placed on bleeding precautions, although the patient experienced no bleeding incidents. No medical interventions were required for the patient. Though requested, there was no additional information available.